Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog # hg-16-62-28, lot # 49403027, use by date: 2017-08-31, manufactured date: 2015-08-05, and upn# (B)(4).

Event description:
A valiant stent graft system and heli-fx applier and guide were used for the endovascular treatment of a 60x120 mm thoracic aortic dissection and aneurysm. The iliac arteries were 6.5mm in diameter bilaterally. It was reported that the valiant stent grafts were inserted on the left femoral site and it is unknown what side the heli-fx was inserted. An ultrasound was performed as there was right groin pulsatile mass. The right groin pulsatile mass resolved without treatment. The physician reported site access problems and the patient had a right groin pulsatile mass. The patient was given a follow up ultrasound scan. The physician reported that the event resolved without treatment. The investigator assessed the event as related to the index procedure. No clinical sequelae were reported and the patient is fine.